Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the elective procedure to replace this device, the associated right ventricular (rv) lead was stuck in the device header. The lead sustained insulation damage and was removed from service and replaced. No adverse patient effects were reported.